Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: south korea. It was reported that when user unpacked the histoacryl, they were solidified and leaked with bended tip.

Manufacturer narrative:
Samples received: none. Analysis and results: there are three previous complaints of this code batch regarding the same issue that were closed as confirmed by evidence of the samples received. We manufactured and distributed (B)(4) the market. There are no units in stock in b. Braun surgical warehouse. We have not received samples, nevertheless the ampoules received in the previous complaints were optically evaluated and a defect in the tip of the ampoule was found. The leakage of the glue occurs at this point. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the samples received in the previous complaints did not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.